Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the maryland bipolar forceps (mbf) instrument wrist was not working correctly as it behaved as if an instrument had a frayed cable, or a cable that slipped off the instrument gear. In order to remove the instrument from the port, further damage has been done to the wrist to retrieve and attempt to remove the 12-8mm reducer (unsuccessful). The instrument has been cleaned in line with intuitive return policy by the hospital. Of note, the reducer was still attached to the instrument as the instrument¿s wrist had to be damage further to remove it from the port. The reducer could not be removed after this action. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: due to the wrist of the instrument being fixed/locked, customer had to remove the port and the instrument together as they couldn't troubleshoot the instrument to remove it from the port itself. Pictures of the instrument after it was removed from the arm were provided for review. The reducer was still attached as they had to damage the wrist further to remove it from the port but could not remove the reducer after this action. Port size was not increased, the customer removed the instrument through the initial port site.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have no frayed or broken cables. However, the instrument was found to have the main tube broken. A piece measuring approximately 0.146¿ x 0.180¿ was not returned with the instrument. Signs of corrosion/contamination were found on the instrument bearings. Pitch/grip input disk bearings exhibited orange discoloration and there was an excessive amount of dried residue around the clamping pulley cable grooves. The instrument was returned with reducer stuck on the main tube. Images associated with this reported event were submitted for review. Review of the provided images confirmed the damaged instrument wrist. .